Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on (B)(6) 2011 and preformed to specification up to (B)(6) 2015. The device failed multiple self-tests due to a low battery between the (B)(6) 2015. An increase in voltage on (B)(6) 2015 suggests a further pad-pak was installed with the device passing a self-test and continued to pass self-tests up to (B)(6) 2016. Between (B)(6) 2016 the device recorded 4 manual power ups. This may suggest the user was power cycling the device or the device was switching on automatically and the user was intervening by powering off the device. Investigation found the reported fault can be attributed to membrane failure. Manual power ups under one minute duration are recorded in the history log. The fault was witnessed during the investigation. The fault could not be replicated with a known good membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.